Event description:
On (B)(6) 2013, it was reported that the patient was implanted with a new generator. The existing lead was determined to be good.

Event description:
Follow up with the treating neurologist indicated that she did not have any additional information. Attempts for information from the surgeon have been unsuccessful to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
It was reported on (B)(6) 2012 that the patient had his generator explanted due to an infection. The reporter stated that the generator was explanted on (B)(6) 2012. It was unclear if the lead was explanted, however, the reporter did not think so as she had no notes stating that it was. Additional information was received on (B)(4) 2012 indicating that the patient was still receiving IV antibiotics for the infection. The device manufacturing records were reviewed and sterilization, prior to distribution, was confirmed for both the lead and generator. The generator was returned and analysis revealed no anomalies. Electrical test results showed that the pulse generator performed according to functional specifications. There were no adverse functional, mechanical, or visual issues identified with the returned generator. No other information is known at this time.